Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after a device upgrade procedure, a bend was detected in the rv coil of the right ventricular lead. The lead was explanted and replaced. The patient was stable throughout the procedure.